Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, when the physician was pulling the catheter out of the blue t-handle the clear portion surrounding the catheter inside the blue t-handle did not come off of the catheter and remained stuck and the once it was able to be removed the balloon became unfurled upon the insertion process. The customer used a second catheter and was able to insert. There was no reported injury to the patient.